Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was not returned for evaluation. However, review of the device log files for this event confirmed that the device had unlatched during the procedure. However, the device was not returned and the root cause for the device coming unlatched could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4). Concomitant medical devices and therapy dates, base station device, may 29, 2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left device saw interface came loose. It was reported that the cut was then automatically interrupted and the software automatically reset itself, thus losing data. The procedure was continued with the robotic assisted procedure, using standard manual instrumentation. It was reported that the device was being used with a robotic assisted base station device. It was reported that there were no delays in the surgical procedure. There was patient involvement. It was reported that the procedure was successfully completed. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.